Event description:
(B)(6). According to the information received, a paraplegic (t9/t10) post trauma from a fall was trained with using peristeen on (B)(6). On (B)(6) rectal bleeding was reported and the patient was seen by a gastroenterologist. A rectal colonoscopy was performed in which a venous wound was clamped. The individual was on anticoagulants and the dose was dropped. On may 1st the individual was found in blood in the middle of the night. He received a blood transfusion and rectal colonoscopy. It was reported this time that the clamps had fallen off and a thermometric linear type rectal lesion with no perforation was stated. The vein was sutured in the operating room. On (B)(6) the individual was back at the rehab center and the use of peristeen was not advised.

Manufacturer narrative:
The product was not returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device of the cause of the occurrence. Should the device or any additional information become available a follow up report will be submitted.